Manufacturer narrative:
(B)(4).

Event description:
Blood was observed coming from the arterial end of the dialyzer during treatment. Treatment was discontinued without returning the blood in the extracorporeal circuit to the patient.